Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, throat cancer, copd and other (unspecified event). Medical intervention was not specified. The relationship between the device and the serious injury is currently unclear. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. The third-party service center concludes that they couldn't confirm the customer's allegation and there was visible foam degradation and unit scrapped. Patient identifier, reporting address state has been captured. Section h6 updated in this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nose irritation, skin irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, throat cancer and copd. Medical intervention was not specified. The relationship between the device and the serious injury is currently unclear. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.